Event description:
As reported, the sheath was inserted and patient's anatomy did have some difficulty due to calcium, the delivery system went up the sheath and out of it but would not advance past the distal aorta. It was decided for safety of the patient to remove the entire system and it was noticed at this time that a strut on the valve had been bent.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Update to additional manufacturer narrative. The following statement is no longer applicable. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath+ configuration and a corrective/preventive action was initiated to address the issue. The assessment documents the difficulty advancing the delivery system through the sheath, resulting in surgical intervention, which did occur during this event. No further action is required. Attachments & out. The following statement is applicable. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defects were identified, no corrective or preventative actions are required

Manufacturer narrative:
Component code 527 is no longer applicable. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: patients access vessels had presence of tortuosity, calcification, and undersized dimensions, the minimum luminal diameter of 5.5mm is required for 14f sheath per instructions for use (IFU). The valve was partially deployed, and no bent strut was observed, suggestive of them autocorrecting upon partial expansion. Calcified, undersized, and tortuous access vessels. Partially deployed valve. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for failure frame damage was unable to be confirmed, therefore a lot history review is not required. The complaint for failure frame damage was unable to be confirmed and the issue has been previously investigated in an existing product risk assessment, which captures root cause analysis for the issue. The instructions for use and training mitigations relevant to the reported issue is captured in an existing product risk assessment. No IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was unable to be confirmed based on provided imagery. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, they were unable to advance the valve, the delivery system went up the sheath and out of it but would not advance past the distal aorta. It was noticed at this time that a strut on the valve had been bent and it was decided for safety of the patient to remove the entire system. The operator was unable to remove valve and system back through the sheath the so it was then decided to deploy the valve in the abdominal aorta to avoid patient injury and had to remove the entire system. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not overmanipulate the sheath at any time. Per imaging evaluation, the patients access vessel had presence of calcification, tortuosity, and undersized vessels. A combination of these characteristics can create a challenging pathway during delivery system advancement, leading to high resistance and high push force. If excessive force was applied to overcome the resistance, it could have lead to frame damaged and/or bent strut as reported. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath+ configuration and a corrective/preventive action was initiated to address the issue. The assessment documents the difficulty advancing the delivery system through the sheath, resulting in surgical intervention, which did occur during this event. No further action is required.